Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen patency was verified. No deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician used a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located between the left main artery and the obtuse marginal ostium, exhibiting 100% stenosis (cto). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following failed delivery. It was described that the physician couldn't cross the lesion, so pulled back on the stent, and described that there were no difficulties apparent during removal. However the physician then saw that only the balloon came out. The stent was left in the left main, un-deployed. The dislodged stent was not removed. It was stated that the physician carried out intervention by passing a non-medtronic balloon through the stent. Four inflations were made to expand the stent in the left main and marginal, starting distally and coming back proximally. The physician completed the procedure and used more stents that were required in the procedure. Patient status post-procedure is alive with no injury.